Manufacturer narrative:
This is an initial report. The customer's prod has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer's wife reported a display issue with their precision xtra meter with two episodes of finding customer lying in bed unresponsively. In addition, the customer's wife reported customer was "not able to move and shaking uncontrollably". For both occasions, the paramedics were called and transported the customer to a local hosp where he was diagnosed with severe hypoglycemia and being treated with intravenous solution. In the other occasion, customer's wife reported the customer was diagnosed with pneumonia at the hosp with unk treatment.